Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On examination, the audio bolus button cover was torn in the center and was difficult to push, but was responsive. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and prohibit the use of the button. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The button cover was removed for investigation and revealed contamination on the button contact. The keypad was intact. The up arrow button had intermittent response. The remainder of the buttons had normal response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that audio bolus button required very hard presses in a specific spot to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.